Manufacturer narrative:
It was reported that of the adverse events reported in the journal article, none were directly linked to a mdt device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; mid-term results of in situ fenestration stented with balloon expandable bare metal stents during thoracic endovascular aortic repair. Bai j, liu y, jin j, wu j, qu l. Catheterization and cardiovascular interventions 2020;95:1163¿1168. Https://doi-org.libcontent.medtronic.com:2443/10.1002/ccd.28743. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant stent grafts and non-mdt stent grafts were implanted in patients for various thoracic pathologies (aneurysms, dissections and thoracic penetrating ulcers) in tevar procedures combined with in situ fenestration (isf), along with the implantation of bare metal stents. The following malfunctions were observed; type iiia endoleaks (at the connecting site of the bridge bare metal stent and aortic stent graft). The following adverse events were reported; thrombosis, hematoma, dissection, occlusion and re-intervention. There was no patient mortality reported.